Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 module. The initial result was 8.19 mg/dl. The repeated result was 104 mg/dl. The repeated result was believed to be correct. The initial result was not reported outside of the laboratory. The sample was repeated due to the customer questioning the initially low result.

Manufacturer narrative:
The reagent lot number was 70234801 with an expiration date of 30-apr-2024. The field service representative found the detergent rinse volume was high. He adjusted the rinse volumes and verified the instrument by having the customer perform calibration and qc. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.